Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient implanted with an axonics snm device felt like the device was not helping with their symptoms and decided to have the device removed. There were no other issues or complications reported.

Event description:
It was reported that a patient implanted with an axonics snm device felt like the device was not helping with their symptoms and decided to have the device removed. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: ((B)(4). G4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device explanation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.